Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, ankle fracture, appendectomy, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included uterine cramps, sinusitis, cramp in lower abdomen, menstrual irregularity, dehydration, viral syndrome, breast tenderness, bloated feeling, knee pain, wrist sprain, pain in arm, premenopausal menorrhagia, menometrorrhagia, back pain, sinus pain, eye pain and weight gain. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"). The patient was treated with surgery (supracervical hysterectomy (uterus only) with bilateral salpingectomy) and surgery (ablation, dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube is cannulated with the essure tubal implant, approximately 2-3 coils were remaining into the intrauterine cavity and the left fallopian tube is cannulated and approximately 4 coils are left remaining into the intrauterine cavity. Diagnostic results: on (B)(6) 2011 ultrasound pelvis revealed, the endometrium is normal appearance with the diffuse areas of increased echogenicity apparently filling the endometrial cavity. This may merely represent blood within the endometrial cavity, however, with this history possibility of retained products of conception should be considered. Small echogenic focus in the left ovary possibly represents a small hemorrhagic ovarian cyst. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdomen pain, vaginal bleeding, migraine, uterine bleeding, heavy menstruation, headache, nausea. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, dysmenorrhea, dyspareunia, abdominal pain. Outcome of event pain was updated from unknown to recovering/resolving. Concomitant drug, concomitant diseases, historical conditions and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included vaginal delivery, ankle fracture, appendectomy, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included uterine cramps, sinusitis, cramp in lower abdomen, menstrual irregularity, dehydration, viral syndrome, breast tenderness, bloated feeling, knee pain, wrist sprain, pain in arm, premenopausal menorrhagia, menometrorrhagia, back pain, sinus pain, eye pain and weight gain. Concomitant products included diphenoxylate hydrochloride (lomotil), ibuprofen, ondansetron (zofran), paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation, dilation and curettage and supracervical hysterectomy (uterus only) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and vaginal haemorrhage had resolved, the migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube is cannulated with the essure tubal implant, approximately 2-3 coils were remaining into the intrauterine cavity and the left fallopian tube is cannulated and approximately 4 coils are left remaining into the intrauterine cavity. Diagnostic results: on (B)(6) 2011 ultrasound pelvis revealed, the endometrium is normal appearance with the diffuse areas of increased echogenicity apparently filling the endometrial cavity. This may merely represent blood within the endometrial cavity, however, with this history possibility of retained products of conception should be considered. Small echogenic focus in the left ovary possibly represents a small hemorrhagic ovarian cyst. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdomen pain, vaginal bleeding, migraine, uterine bleeding, heavy menstruation, headache, nausea. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received : outcome of events, " pain, bleeding" were changed to "recovered/resolved". Onset dates of events were added and updated. Reporter contact information was updated. Product information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's past medical history included vaginal delivery, ankle fracture, appendectomy, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included uterine cramps, sinusitis, cramp in lower abdomen, menstrual irregularity, dehydration, viral syndrome, breast tenderness, bloated feeling, knee pain, wrist sprain, pain in arm, premenopausal menorrhagia, menometrorrhagia, back pain, sinus pain, eye pain and weight gain. Concomitant products included ibuprofen, lomotil [atropine sulfate,diphenoxylate hydrochloride], ondansetron (zofran), paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"). The patient was treated with surgery (supracervical hysterectomy (uterus only) with bilateral salpingectomy) and surgery (ablation, dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube is cannulated with the essure tubal implant, approximately 2-3 coils were remaining into the intrauterine cavity and the left fallopian tube is cannulated and approximately 4 coils are left remaining into the intrauterine cavity. Diagnostic results: on 05-may-2011 ultrasound pelvis revealed, the endometrium is normal appearance with the diffuse areas of increased echogenicity apparently filling the endometrial cavity. This may merely represent blood within the endometrial cavity, however, with this history possibility of retained products of conception should be considered. Small echogenic focus in the left ovary possibly represents a small hemorrhagic ovarian cyst. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdomen pain, vaginal bleeding, migraine, uterine bleeding, heavy menstruation, headache, nausea. Most recent follow-up information incorporated above includes: on 1-nov-2018: event "plaintiff did not underwent essure confirmation test", concomitant drug added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included vaginal delivery, ankle fracture, appendectomy, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included uterine cramps, sinusitis, cramp in lower abdomen, menstrual irregularity, dehydration, viral syndrome, breast tenderness, bloated feeling, knee pain, wrist sprain, pain in arm, premenopausal menorrhagia, menometrorrhagia, back pain, sinus pain, eye pain and weight gain. Concomitant products included ibuprofen, ondansetron (zofran), paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, dilation and curettage and supracervical hysterectomy (uterus only) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and vaginal haemorrhage had resolved, the migraine, headache, nausea, dysmenorrhoea, dyspareunia and psychological trauma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: the right tube is cannulated with the essure tubal implant, approximately 2-3 coils were remaining into the intrauterine cavity and the left fallopian tube is cannulated and approximately 4 coils are left remaining into the intrauterine cavity. Concomitant drug lomotil was added. Diagnostic results: on (B)(6) 2011 ultrasound pelvis revealed, the endometrium is normal appearance with the diffuse areas of increased echogenicity apparently filling the endometrial cavity. This may merely represent blood within the endometrial cavity, however, with this history possibility of retained products of conception should be considered. Small echogenic focus in the left ovary possibly represents a small hemorrhagic ovarian cyst. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdomen pain, vaginal bleeding, migraine, uterine bleeding, heavy menstruation, headache, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included vaginal delivery, ankle fracture, appendectomy, cholecystectomy and tonsillectomy. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included uterine cramps, sinusitis, cramp in lower abdomen, menstrual irregularity, dehydration, viral syndrome, breast tenderness, bloated feeling, knee pain, wrist sprain, pain in arm, premenopausal menorrhagia, menometrorrhagia, back pain, sinus pain, eye pain and weight gain. Concomitant products included atropine sulfate;diphenoxylate hydrochloride (lomotil), ibuprofen, ondansetron (zofran), paracetamol (acetaminophen) and promethazine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"), 20 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), migraine ("migraines"), headache ("headaches") and mental disorder ("psych injury"). The patient was treated with surgery (ablation, dilation and curettage and supracervical hysterectomy (uterus only) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysfunctional uterine bleeding and vaginal haemorrhage had resolved, the migraine, headache, nausea, dysmenorrhoea, dyspareunia and mental disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the right tube is cannulated with the essure tubal implant, approximately 2-3 coils were remaining into the intrauterine cavity and the left fallopian tube is cannulated and approximately 4 coils are left remaining into the intrauterine cavity. Diagnostic results: on (B)(6) 2011 ultrasound pelvis revealed, the endometrium is normal appearance with the diffuse areas of increased echogenicity apparently filling the endometrial cavity. This may merely represent blood within the endometrial cavity, however, with this history possibility of retained products of conception should be considered. Small echogenic focus in the left ovary possibly represents a small hemorrhagic ovarian cyst. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdomen pain, vaginal bleeding, migraine, uterine bleeding, heavy menstruation, headache, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event "psych injury" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.